Event description:
It was reported the EKG (electrocardiogram) is fuzzy. A faulty connection port was suspected, after two separate slave cables were tried, with the same results. The programmer also needs a new compartment door for the power cord storage. The radiofrequency (rf) head was also analyzed and subsequently tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the EKG port was broken loose. It was also noted that the compartment door for the power cord needs replacement, the latches were broken off. (B)(4): analysis found that the cable was out of electrical specification.